Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that it just didn't seem to be working for their fecal incontinence and their bladder. The patient stated it started about a year ago because they kept trying to change the numbers of the stimulation, hoping that would work but it never did. Now they have had fecal incontinence for about the past 3 weeks. The patient stated they had lost about 50 pounds and that they now had a knot. They then stated that it wasn't really a knot but it almost felt like one of the wires had come out. They stated they could feel the stimulation when they changed settings but it was in an odd place. They said it was up in their "butt, like "up in" their "crack" and patient stated they weren't sure if it was near where the lead wire was or where the implant was. Patient stated an hour after they made an adjustment, they would still be going to the bathroom and they'd be running. Patient stated their new healthcare provider (hcp) had told them to call the manufacturer about the issue. The hcp had ordered an "ultrasound" for them because the hcp believed the wire had moved. Patient services reviewed the role of patient services and the manufacturer representative (rep) with the patient and provided the patient with the national answering services (nas) number to provide to their hcp so a rep could be paged to be at their scheduled appointment coming up with the hcp in a "couple weeks." The agent called patient registration to update patient address and hcp information. No further action was taken by patient services.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1ug1k); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: correction sent in to include implant date of lead. Continuation of d10: product ID 3889-28 lot# va1ug1k implanted: (B)(6) 2019: x product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.